Manufacturer narrative:
The up arrow button was unresponsive due to corroded keypad trace. No motor error alarm could be verified due to the unresponsive button. However, the motor passed the motor test. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned two motor error alarms. Customer did not recall any significant events leading up to the error alarms. Customer reported that the second motor error alarm occurred during bolus. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.